Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 36 months of implant, due to a charge time of 19.5 seconds, while at a battery monitoring voltage of 2.65 v. No adverse patient effects were reported as a result of this observation. The device was successfully replaced, and returned for analysis.

Manufacturer narrative:
A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q2 2010 product performance report. This event will be updated if any additional information becomes available.